Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. During testing, the unit displayed error code c34 at startup, and the logs recorded codes m11 and c00. Visual inspection indicates the unit is in good cosmetic condition. Probable root cause is attributed to generator. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report c00 and c34 error on erbe. Tse guided site to power cycle the system but issue remained. Tse guided site to swap the force triad to continue the procedure. The procedure was completed with no reported injury.